Manufacturer narrative:
(B)(4) date sent to FDA: 8/15/2016. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with subtotal hysterectomy with bilateral salpingo-oophorectomy and abdominal sacral colpopexy.

Manufacturer narrative:
It was reported that the patient experienced pain, erosion of her internal bodily tissue. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.